Event description:
The customer reported the ventilator was going vent inop. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. As the device is out of warranty, the customer contacted manufacturers product support (pse) for assistance. The customer reported they disconnected the oxygen valve and the unit no longer went vent inop. Pse provided information for replacement of the oxygen valve and oxygen motor controller pcb board to address the reported problem. The customer was contacted for repair followup and no information was provided.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.